Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, a loss of capture was observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be in good condition throughout the event.